Event description:
"Baxter mini-volume extension set found leaking. Patient lost approximately 1 hour of fluids. No apparent complications to patient." No additional information was available.

Manufacturer narrative:
Review of the complaint history reveals similar reports have been received for this product, 1c8290, lot #gr227587, for the reported issue. A corrective and preventive action has been initiated for this issue.